Manufacturer narrative:
Device manufacture date: additional information. Event problem codes, device evaluated by MFR?, evaluation codes : corrected data. (B)(4). Two (2) verse x25 tighteners [product code: 2997-04-230] were returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the distal tips of the two x-25 tighteners had become stripped. Also, the observed damage notes that it is in the direction of tightening. Noted damage also suggests that the tightener distal tips were likely subjected to unanticipated torsional forces during tightening, resulting in the tips becoming stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the distal tips becoming stripped cannot be positively determined. However, the observed damage is localized to the distal tips of the tightener drive features suggesting that a possible root cause may likely be that the tighteners were attributed to higher than anticipated torsional forces during the tightening step, resulting in distal tips becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
During a t4-l3 scoliosis correction at (B)(6) the surgeon was completing segmental distraction/compression on multiple levels using the verse x25 inserter. He was using it as an intermediate tightener without the counter-torque/derotation instrument. He likes to do this without the counter-torque/de-rotation instrument prior to final tightening. When his registrar was tightening the set screw with the x25 inserter, rep noticed that the inserted slipped out of the set screw and wouldn't tighten the set screw. Swapped the x25 inserter over to the second one available on the set and after using it again it did the same thing. Noticed that the registrar appeared to not have seated the x25 inserter into the set screw correctly. At this point the surgeon was ready to final tighten the construct. Asked both the surgeon and the registrar to use the counter-torque/de-rotation instrument. The x25 inserter would not torque off. After assessing the instrument the tip looked burred. Opened the expedium final tightening tray and used the expedium x25 final tightener shaft (B)(4) and torque wrench handle (277040510) with the rod stabilizer for single innie implants (279712500). This final tightened all the set screws and caused no further delays. The delay time was approximately 3-5 minutes. It did not effect the outcome of the surgery. Both the tips appeared to be burred. Routine outcome - as per expected. Patient with adolescent idiopathic scoliosis.